Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pt noticed a gradual loss of efficacy over the last 5-6 months, as evidenced by a gradual return of tone and the need to take higher oral doses of baclofen. The pump contained lioresal 2000 mcg/ml. The pt chose not to undergo a dye study. However, the last time the pt was in the neurosurgery department, he decided that a dye study might be appropriate. At the same time, it was identified that it was time for his pump to be replaced. In order to save time and money, the pt chose to have his pump replaced, and the neurosurgeon agreed to replace his catheter as well. The replacement surgery was scheduled for (B)(6) 2011. On the afternoon of (B)(6) 2011, however, the pt noticed marked increase in tone, and significant back pain due to spasms. The pt went to the emergency room and was admitted to the hospital due to withdrawal symptoms. The pt was hospitalized through the weekend in order to control the symptoms with oral meds. The physician did not perform any pump studies since he was planning to replace the entire system anyway. The physician elected to perform the replacement surgery earlier than originally scheduled. Following surgery, the pt recovered without sequela.